Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/17/2022, it was reported by a sales representative via email that patient underwent a shoulder arthroplasty procedure on (B)(6) 2020. In (B)(6) 2021, patient complained of pain. On (B)(6) 2022, patient was positive for a c. Acnes infection and underwent revision surgery on (B)(6) 2022. During the revision arthroplasty surgery, an ar-9106-02 arthrex univers vaultlock glenoid, an ar-9100-10s univers apex humeral stem, and an ar-9148-19p arthrex univers ii 3d humeral head were explanted. Case was completed by implanting an antibiotic cement spacer. The original shoulder arthroplasty procedure, was performed at fox valley orthopedic associates surgery center by a different surgeon. Additional information received on 5/18/2022: all devices that were implanted on (B)(6) 2020 were explanted during revision surgery on (B)(6) 2022. After patient complaint of pain in (B)(6) 2021, patient was monitored and revision surgery was schedule. Due to other non-orthopedic reasons, revision surgery was delayed until (B)(6) 2022. Other than the antibiotic cement spacer, no new arthrex devices were implanted during revision surgery.

Manufacturer narrative:
The complaint is unable to be confirmed based on the customer-provided photos, which do not display the alleged infection or revision. No change in harm was identified.